Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with a low blood glucose reading of 43 mg/dl. The customer had experienced unexplained low blood glucose levels for the past day. Troubleshooting was performed, and the insulin pump was programmed, but the customer didn't know if the settings or the daily totals were correct. The reservoir volume was correct. The insulin pump was not exposed to a high magnetic field. Advised the customer to speak with her doctor to verify that all the settings are correct. Nothing further was reported.